Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The intellanav stablepoint open-irrigated catheter was selected for use during a ventricular tachycardia ablation procedure. It was reported that during preparation fluid leakage was found at the irrigation tubing set of the catheter. Bubbles were present and the luer later on became detached. The device was exchanged with a catheter from the same model. The procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Event description:
The intellanav stablepoint open-irrigated catheter was selected for use during a ventricular tachycardia ablation procedure. It was reported that during preparation fluid leakage was found at the irrigation tubing set of the catheter. Bubbles were present and the luer later on became detached. The device was exchanged with a catheter from the same model. The procedure was completed successfully without patient complications. The device was returned for analysis.

Manufacturer narrative:
The intellanav stablepoint open-irrigated catheter was returned to boston scientific for analysis. Visual inspection revealed irrigation extension tubing totally detached/separated from the luer fitting at the adhesive joint. Therefore, the reported complaint tubing set fluid leak and tubing set damaged defective are confirmed. The cause was traced to the device design. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. There is no evidence that the device was used in a manner inconsistent with the labelled indications/IFU.